Event description:
It was reported that the intermittent catheters were so dry (lot# jugu0783) (lot# unk) they were sticking to the packaging (lot# unk) (lot# jugu0783) and they had to use tap water to help with insertion. They were concerned about bacteria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters were so dry (lot# jugu0783) (lot# unk) they were sticking to the packaging (lot# unk) (lot# jugu0783) and they had to use tap water to help with insertion. They were concerned about bacteria. Per follow up via phone on 20nov2024, it was reported they ran water over catheter before usage as without it was too dry and suggested a lubricating pack should be sent with each catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: device description the magic3 go¿ intermittent urinary catheter is a silicone tube with a hydrophilic coating to be inserted into the urethra for the purpose of draining the bladder of urine. The intended clinical benefit of magic3 go¿ is the intermittent management of the bladder through urine drainage. Not made with natural rubber latex. Does not contain dehp. Indications for use the magic3 go¿ intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Intended users healthcare professionals and/or lay users. Contraindications none known. Warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Precautions do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. Adverse reactions ¿ urinary tract infection ¿ bleeding from the urethra ¿ irritation of the urethra self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. If you have any clinical concerns with the use of this device for your condition, please contact your healthcare physician. 1. Always wash hands prior to use. 2. Open the catheter package by gripping the white "v" notch and tearing downwards until insertion sleeve is fully exposed. 3. If desired, use the adhesive label on the back of the package to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Note: if you are using a coudé tip catheter, the raised notch on the catheter funnel will indicate the orientation in which the tip curves upward. Ensure that the coudé indicator notch is facing upwards during insertion. 6. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.